Manufacturer narrative:
This MDR is being filed based as a result of a retrospective review of marketing evals received by the MFR. The plasmablade used in the reported complaint was not returned for analysis. Review of the lot history record revealed no anomalies.

Event description:
It was reported that a pt evaluation form, during surgery, while the scrub tech was cleaning char off of the tip of the plasmablade, the end paddle piece pulled out. She noticed it right away and the unit was replaced.